Manufacturer narrative:
Returned product analysis revealed the wire had fractured near the tip. Marks indicating pinching of the wire in the region of the fracture were visible. Microscopic analysis revealed deformation of the fracture face consistent with tensile failure. No mfg or material deficiencies were noted. The exact cause of the wire fracture could not be determined.